Manufacturer narrative:
Product ID 3777q45, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 3777q45, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that interrogation records from 2014 (B)(6) indicated high impedance on electrode number 9. The device and leads were explanted on 2015 (B)(6). The outcome was noted as device explanted. Relevant medical history included: spinal pain